Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced severe leg pain requiring urgent care, intense abdominal pain, a feeling of impending fainting, and extreme pain in the lower back radiating down to the left leg. The patient passed out from pain and was currently in the ER. The patient was meeting with a neurosurgeon for reprogramming and discussing a possible replacement of the implantable neurostimulator 97715 intellis adaptivestim pain. During the programming, the patient's pain intensified, leading to a rapid response. The stimulation was turned off before the patient was taken to the ER for additional testing. It was unknown if there was any patient involvement or complications as a result of the event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.